Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and after that the customer noticed that the pump/cartridge smelled like insulin. Reportedly, the customer was assuming that the cartridge was cracked. The customer was able to load a new cartridge successfully. Customer's blood glucose level was approximately 315 mg/dl. The customer's wife administered a manual injection.